Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that he was hospitalized due to low blood glucose levels. Customer stated that the insulin pump delivered too much insulin. Customer's blood glucose levels at the time of admission was 20 mg/dl. Customer treated low blood glucose with food. Customer stated that he has been experiencing low blood glucose levels for at least a month. Customer reported that there was another hospital visit for low blood glucose on (B)(6), 2016. Customer's blood glucose levels at the time of admission was 40 mg/dl. Customer stated that the perceived cause of his hospitalization was a malfunction of the insulin pump. During troubleshooting, it was determined that incorrect programming of the insulin pump may have had an impact on the customer's blood glucose levels. Upon checking the settings in the pump, it was found that the customer's basal was greatly increased on the day he was admitted. Customer stated he has changed his rates to accommodate for blood glucose.